Manufacturer narrative:
Approximate age of device - 6 years, 9 months. The pump was not returned to the manufacturer for evaluation. A correlation between the device and the report of subdural hemorrhagic bleed, respiratory failure and the subsequent patient outcome could not be conclusively determined. Stroke, bleeding, and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was expired due to subdural hemorrhagic bleed and respiratory failure. The hemorrhagic bleed was related to the fact the patient was on anticoagulation. No additional lab values were available. The device operated as expected and will not be returned for evaluation.